Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, she felt unwell. The patient checked the cgm and it was displaying 201 mg/dl. The patient was unable to check her bg values but stated that she started to feel pain and nausea. The patient¿s mother called an ambulance, upon arrival emergency medical services (ems) checked her bg (290 mg/dl) while her cgm is 230 mg/dl. The patient was taken to the hospital and was diagnosed with dehydration and diabetic ketoacidosis. A CT scan and EKG was performed on the patient. The patient was treated with nitroglycerin for chest pain, zofran for her nausea, protonic for acid reflux and crestor. She was also treated with intravenous insulin and electrolytes. The patient was discharged after two days. There was no documentation of further medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid when checked by ems. No additional patient or event information is available.